Event description:
It was reported that the patient called in because she was having too many accidents and her hcp(healthcare provider) wanted her to call in and see if she could get the device going. This started like this for 5 years now. She can go to the bathroom then 5-10 minutes later she had to go again then 15 minutes later had to go again. The patient also mentioned she keeps having infections. The patient reported getting the poor communication screen with and without the antenna attached. She hadn't used the patient programmer in 4 years. It was reviewed that the ins (stimulator) should be checked as it was almost 6 years old. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3093-28, lot # v199167, implanted: (B)(6) 2009, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3093-28, lot # j0327080v, implanted: (B)(6) 2003, product type lead. (B)(4).